Event description:
The reporter recollected that about a year or so ago a pump had a motor stall; a couple days later the pump was replaced. No further information was available in regards to this event.

Manufacturer narrative:
(B)(4).